Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their device was not working. It was noted that it worked for 2 days and now it was not working. It was mentioned that they needed to go to the restroom again and again. It was further reported that the patient¿s therapy had worked some of the time and some of the time, it hadn¿t. It was stated they could go at times 2-2 1/2 hours before having to go to the bathroom, but then there were times where they were needing to go every 30 minutes. The patient had tried all 4 programs with no success. It was noted that the patient was never told that it could take time for the body to respond to the therapy, so the patient had been changing programs/settings almost every for a week. Additional information received from the patient reported their therapy was only working intermittently. They woke up 3 times last night. It was noted that the patient¿s previous doctor¿s office told them they needed to see the manufacturer representative. It was stated the patient had an appointment with a new doctor on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.